Event description:
--

Manufacturer narrative:
(B)(4). Additional information was received seventeen months after the initial observation was reported confirming that the latitude red alert was still being generated for this system due to the out of range shocking impedance measurements. A boston scientific representative confirmed that this patient's physician feels that the measurements are within normal limits and he will not be doing anything with this system. This product issue will be updated if additional information is received.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and discussed system testing. The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that a latitude red alert was detected from this system due to an out of range shocking impedance measurement. No adverse patient effects were reported.